Event description:
It was reported that post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made. The device remains implanted.

Manufacturer narrative:
(B)(4).